Manufacturer narrative:
Device evaluation by manufacturer: a 13 month complaint history review and service history review for similar complaints was performed on serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2019. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1- introduction & applications state the following: interpretation of results. The sa1c measuring range is 4.0 - 16.9%. The ideal retention time for sa1c is 0.59 minutes. The ideal retention time for a0 is 0.90 minutes. Results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual. The most probable cause of the reported event was due to operational error. The customer did not have the flags set properly to identify non-reportable results.

Event description:
The customer reported a hemoglobin a1c (hba1c) sample result was 4.4% and upon repeat was 5.9% on the g8 instrument. The customer only reported out the repeat result. Technical support advised that the issue might be fibrin in a sample and instructed the customer to perform a precision with the sample. The customer reported that the first sample had p00 peak but it was not noticed by the technician. The customer stated that they would change the flag so that results with a flag will not print. There was no indication of patient intervention or adverse health consequences due to the discrepant hemoglobin a1c (hba1c) results.